Event description:
It was reported that during the intra-aortic balloon (iab) preparation, the clinician found that the one-way valve was not able to sustain the vacuum pulled by the syringe. The iab was successfully inserted. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.